Event description:
It was reported that during a meniscus repair surgery, the t2 implant of an ultra fast-fix could not be deployed. T1 was left secured in the patient and t2 was removed with suture cutter and pliers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed due to both implants have been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.